Event description:
Information received a smiths medical ambulatory infusion pumps/cadd cassette reservoirs - flow stop is alarming "disposable"will not run. This occurred on several pumps when attaching disposable. The event reported no a pump issue, as when putting on new cassette alarm no present. The complaint isolated to disposable. No patient injuries reported.